Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power battery life with moisture) issue. Reportedly, the pump had a battery life issue and there was moisture ingress present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2; date of submission: 02/06/2017.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: unable to duplicate ¿short battery life¿ complaint. Black box shows evidence of short battery life on (B)(4) 2016 with a 33 counts drastic voltage drop leading to ¿cs128¿ alarm. The battery compartment is cracked ½ inch at threads on the side, and 2 separate cracks above the grip pad. Returned battery cap is undamaged and able to fit securely. Moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed correctly. All currents draw are within specification. The pump¿s cover was removed, no further moisture ingress or any intermittent condition was found inside the pump.